Event description:
It was observed during the device inspection, that the bronchovideoscope exhibited foreign material in the forceps channel, a flexible insertion tube with peeled coating and missing indication area. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Foreign material was found in the device as well as the coating on the insertion tube being peeled off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation foreign material in the device could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the instructions for use (IFU). A definitive cause for the foreign material remaining in the device was not established. The coating of the insertion tube was confirmed to be peeled off. The cause of the peeled coating was attributed to stress from use, external factors, or handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: chapter 3 cleaning, disinfection and sterilization procedures_3.1 required reprocessing equipment." In the bf type 260 series reprocessing manual. Olympus will continue to monitor field performance for this device.